Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitantly, the patient underwent a hysterectomy at the time of mesh implantation. The patient later experienced dysuria, postcoital bleeding, pain, infections, abdominal and pelvic pain, and recurrence of stress urinary incontinence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with left salpingo-oophorectomy and colpopexy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and tvh.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and tvh.